Event description:
During an endoscopic stone extraction, the physician used a cook endoscopy fusion lithotripsy extraction basket. The physician caught the stone in the basket and attempted to crush the stone with the basket. The basket handle was fully extended to apply pressure, but the stone could not be crushed. The physician then tried to release the stone from the basket, but was unsuccessful. The physician pulled the basket with the impacted stone out of the papilla with force. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required, due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. During our laboratory analysis, the product was advanced through an endoscope that is in a curved position to simulate worst-case scenario. The basket fully extended and retracted with handle manipulation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The info provided indicated the user was unable to remove the stone from the basket during use. Impaction of the object with the basket is listed in the fusion lithotripsy extraction basket instructions for use as a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction occurs. The info provided indicated the basket and stone were pulled from the duct "with force". An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the fusion lithotripsy extraction basket instructions for use as a contraindication. Based on the info provided, it is possible the anatomy of the pt contributed to the reported difficulty with stone and basket removal. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual and functional evaluation to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The device functioned as intended. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.